Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (250-500s mg/dl). Correction boluses via the pump and insulin injections were used to address the bg level. The customer suspected that cause of the high bg was due to steroids that were being taken for a facial rash. After starting the medication the bgs had elevated. The more recent high bg also was due to a kinked non-tandem cannula which was changed out. The customer declined to troubleshoot as the customer knew the high bg was related to the medication.